Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of lot-specific similar complaints revealed no indication of a lot-specific product quality issue. Tissue damage is listed in the instructions for use (IFU) as a known possible complication with mitraclip procedures. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation. It should be noted that per the mitraclip system IFU states: the mitraclip¿ g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr = 3+) due to primary abnormality of the mitral apparatus. Since the mitraclip device was implanted in the tricuspid valve, this is considered as an off-label use of the device, which appears to have contributed to the reported slda. Based on available information, the reported off- label use is due to the device being used in the tricuspid valve. The reported incomplete coaptation (intraprocedure) appears to be due to the off-label use. The reported tissue damage appears to be a cascading effect of the single leaflet device attachment (slda). The additional therapy/non-surgical treatment (addl mitraclip same procedure) is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is filed for single leaflet device attachment and tissue damage. It was reported that the procedure was an off-label mitraclip procedure, treating functional tricuspid regurgitation (tr) of grade 5. The first mitraclip was implanted on the anterior/septal leaflets. There were no issues noted during deployment; however, post deployment, the clip detached from the anterior leaflet. A second mitraclip was implanted on the anterior/septal leaflets and the tr was reduced to grade 3. No additional information was provided.